Event description:
It was reported that a pump has a system error 105 in the history log. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The history log shows one event of "system error 105" however the reported symptom could not be reproduced during evaluation. The motor assembly and gears will be replaced as they are known contributors to the reported symptom.